Event description:
In ed, pt received an improper dose/quantity of IV med riprivan-sudden rapid infusion resulting in decreased bood pressure, decreased pulse (100/1000mg)-dopamine administered-supposed to receive 3cg cc/hour.